Event description:
It was reported that the ultrasound gastrovideoscope's screen went black during a therapeutic endoscopic ultrasound. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.